Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device code 1059 relates to component code 515. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-04489. It was reported that stent damage occurred. The target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the mid calcified left anterior descending (lad) artery. Following pre-dilatation, a non-bsc stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used but the non-bsc stent could not cross the guide extension catheter. An unknown size synergy¿ drug-eluting stent was then advanced and successfully crossed the lesion and was implanted. Two additional unknown size synergy¿ drug-eluting stents were subsequently implanted. A 3.50 x 28 synergy¿ drug-eluting stent was then advanced but it kept getting stuck at the proximal end of the guide extension catheter. During removal of the device, the distal edge of the stent was bent. The physician attempted to deliver the first non-bsc stent but it still failed to cross the guide extension catheter. The physician then manipulated the guide extension catheter and guide wire, and delivered a 3.00 x 28 synergy¿ drug-eluting stent; however, the device also failed to cross the proximal end of the guide extension catheter and the stent struts were lifted. Subsequently, the physician removed the guide extension catheter and used a buddy wire to deliver a new 3.00 x 28 synergy¿ drug-eluting stent which was successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.